Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit after the insulin pump had gotten wet. The customer's blood glucose was 441 mg/dl, which was treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had normal operating currents and no unexpected alarms noted. The following cosmetic damage was noted: cracked case at display window corner, minor scratches on the lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.